Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic artery using a ruby coil detachment handle (handle), ruby coils, and a non-penumbra microcatheter. During the procedure, the physician used the handle to successfully implant seven coils into the target vessel. While attempting to detach the next ruby coil, the pusher assembly of the ruby coil became stuck in the handle. Therefore, the physician manually detached the ruby coil. The procedure was completed using a new handle and additional coils. There was no report of an adverse effect to the patient.